Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2017. A product experience report was received on (B)(6) 2017 due to infection and erosion, with sepsis. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).